Event description:
Patient was being transferred between hospitals within a health system for more advanced care. Patient had an existing treprostinil (remunity) subcutaneous pump. Upon retrospective review of chart, there was no documentation that pump was examined by admitting team. Issues arose when patient became distressed and couldn't breathe and noted that pump was not functioning properly. Not long after pump began malfunctioning, patient became unresponsive and code/rapid response was called. Previous communications between the hospitals' pharmacy departments were already underway and pharmacy was proactively working on compounding intravenous infusion in anticipation of patient arrival, however, timeline to needing medication was accelerated due to previously mentioned issues. Pharmacy delivered intravenous treprostinil (remodulin) approximately hours after the order was placed by pulmonary arterial hypertension (pah) doctor. Also of note, event report focused on aspect of pharmacy arriving late to code/rapid response. This reporting failed to acknowledge many of the other factors that led to rapid response in the first place or mention that device acquisition was also a key issue during this event. (B)(4).